Event description:
Topcare's vinyl gloves (bar code 036800185531, lot jcu608397064) and its nitrile gloves (bar code 036800185524, lot mh608404567) allow liquid to pass through. But they are sold as being "great for first aid, health care." I am a personal care aide (home healthcare aide), and I noticed this while on assignment with a child with special needs, changing diapers. Topcare, cn. FDA safety report ID# (B)(4).